Event description:
It was reported that the pump began burning or melting. Reportedly, the pump was charging during the event. A replacement pump was sent to the customer to address the issue. There was no adverse impact to the customer's blood glucose level.